Manufacturer narrative:
The gladiator elite device was returned for detailed analysis. Upon visual inspection, it was noted that the balloon was not folded, suggesting that it had been subjected to positive pressure. A longitudinal tear in the balloon was identified, originating at the center of the distal marker band and extending approximately 3mm distally across the balloon material. According to the device specifications, the rated burst pressure for this model is 24 atmospheres. Further examination revealed no kinks or damage to the shaft of the device upon both visual and tactile inspection. However, damage was observed on the tip of the device during the same examination process. The markerbands were visually inspected, and no issues were found; both markerbands remained undamaged and correctly positioned on the device.

Event description:
Reportable based on device analysis completed on 12jun2025. It was reported that the balloon was damaged and failed to inflate. The severely stenosed target lesion was located in an artificial arteriovenous fistula in the left upper limb. A 6.0 x40, 40cm gladiator elite balloon catheter was visually inspected and no damaged was found on the outer packaging. The device was advanced for dilation into the lesion under guidance of color doppler ultrasound. During the procedure, an 18 atm dilation was performed once. The dilation pressure was maintained below the burst pressure. It was observed that the pressure decreased during the procedure. Upon withdrawal of the balloon, it was noted that the balloon was damaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon longitudinal tear and tip damage.